Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of nine of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak between the female connector of a transfer set and the patient line of a homechoice cassette that led to this alarm. It was further described as "top part of transfer set on the catheter is cracked". There was no loose connection and the connection was properly tightened before the therapy started. The transfer set was replaced. Renal therapy services (rts) assisted the registered nurse (rn) to close all the clamps, disconnect the patient using aseptic technique, cycle the power and remove the cassette to end the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of a transfer set was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the female connector of a transfer set and the patient line of a homechoice cassette, which is known to cause this alarm; a crack was also observed. The cause of the leak and crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.